Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. A medtronic representative went to the site to test the equipment. The camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during install the manufacturing representative (rep) encountered a "localizer faulted" error message with optical localization. Technical services (ts) walked the rep through accessing ndi toolbox, and it was determined "bump" was highlighted, but not internal temperature. The probable cause was that the camera was bumped during transport. There was no patient present.

Manufacturer narrative:
H2, h3) the 9735821 camera (lot number: p925489) was returned to the manufacturer for evaluation. It was reported that the returned positioning sensor unit (psu) was poorly packaged with one other psu in the same box with no fill. Both psu's were scratched during shipment. A check of the event log showed a bump had been detected. The psu passed an accuracy test (aak) at .108mm with a passing threshold of .250mm. The bump sensor was cleared and the psu is now fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.